Event description:
It was reported that the pt was implanted with a vibrant soundbridge in 2009. One day after surgery, the pt's bone conduction threshold was outside the criteria for a vibrant soundbridge, thus the pt was explanted. The device was working.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.